Event description:
It was reported that during a reprocessing of the fenestrated bipolar forceps instrument, the cautery plugs were observed to be bent. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's bottom bipolar pins were bottom pins were bent. One pin was bent upwards and the other pin was bent downwards. The instrument passed electrical continuity testing. It was concluded that the damage to the pins was likely due to mishandling/misuse. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .056 - .185 in length and were not aligned with the tube axis. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.